Manufacturer narrative:
The product has not yet returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the screw has not been returned no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. If more information becomes available manufacturer will file a follow-up report at that time.

Event description:
It was reported to k2m, inc on (B)(6) 2016 that a polyaxial screw fractured. Patient was revised. Dates unknown.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A fracture mechanism analysis determined that the screws likely fractured due to uniaxial bending fatigue (a low stress, high cycle failure). The metallurgical failure analysis also concluded that the screws were within specification.